Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support. Additionally, it was reported that a malfunction alarm occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 270-279 mg/dl.